Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a definitive cause for the reported tissue damage could not be determined. The reported mitral regurgitation (mr) was cascading event of tissue damage. Additionally, the reported patient effects of tissue damage and mitral regurgitation are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. The reported surgical procedure and hospitalization was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage, worsening mitral regurgitation, prolonged hospitalization and surgical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3. It was noted normal leaflets, no thick leaflets, with pre-existing chordal rupture and flail. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, a ruptured anterior mitral leaflet was observed, worsening mr to 4. Therefore, the procedure was stopped. The patient remained hospitalized and underwent surgery for mitral valve replacement. There was no clinically significant delay in the procedure. No additional information was provided.